Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty breaking the pull tabs on the microintroducer sheath was confirmed but the cause is unknown. Two photographs of the implicated microintroducer sheath were returned for evaluation. The catheter was still partially inlaid within the microintroducer sheath. The pull tabs on the microintroducer sheath had been separated and the sheath had been partially peeled. However, it appeared that the orange tab material did not break cleanly along the pull tab score lines. Some of the visible break edges appeared jagged and irregular instead of straight. A portion of the tab material did not break with the correct pull tab but rather stayed attached to the adjacent pull tab, leaving a small ring of orange material around the catheter. The exact cause of the imperfect break in the handle is unknown. A review of the manufacture quality and inspection records for the implicated product batch indicated no issues potentially related to product manufacture, assembly, and packaging. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that on (B)(6) while placing a PICC, when the inserter was ready to peel-away the microintroducer, it did not peel away completely, necessitating the use of sterile scissors to completely remove the introducer from the PICC catheter. No other information was provided. Additional information 05/04/2024: it was reported successful PICC insertion once microintroducer was properly removed. No patient impact.

Event description:
It was reported by customer that on march 10th, while placing a PICC, when the inserter was ready to peel-away the microintroducer, it did not peel away completely, necessitating the use of sterile scissors to completely remove the introducer from the PICC catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.